Manufacturer narrative:
The product was not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. Without the returned product, the event is non-verifiable.

Event description:
It was reported that a patient underwent a revision surgery to remove an implant. There was no further information regarding additional patient impacts or device problems.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient underwent a revision surgery to remove an implant. There was no further information regarding additional patient impacts or device problems.